Event description:
Customer reported the lock on the restraints will no longer close securely when the strap is threaded through the locks on both restraints. Customer did not provide a date when the issue was discovered. This was found during set-up and no pt incident or injury was reported.

Manufacturer narrative:
Results evaluation of the returned product confirmed the reported issue. The polypropylene straps have shrunk and become hardened. The metal buckles open and close properly when nothing is threaded through them. However, when the bed connecting straps are threaded through the metal buckles, the hardened straps prevent the metal buckles from closing securely. (B)(4).